Manufacturer narrative:
Device evaluation: the lens was not returned to the manufacturer for evaluation. Visual inspection of the device could not be performed as the lens remained implanted. However, a photo was provided of the alleged debris in the patient's eye and is showing what was described as white fibrous debris. The photo was reviewed but the origin of the particle could not be determined. No material analysis can be performed because the particle was not returned. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The lenses were released according to specifications. The complaint history search revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If explanted, give date: not applicable as to date the lens remains implanted. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of an intraocular lens (iol), the surgeon observed a white fibrous debris in the posterior chamber. The surgeon tried to remove it with the irrigation/aspiration(I/a) procedure without success. Therefore, the debris remains in the patient's eye. No patient injury reported and no visual issue. No further information was provided.